Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 45 mg/dl. Customer's current blood glucose was 110 mg/dl. The customer did not provide the symptoms regarding low blood glucose. Customer had been used insulin pump system within 48 hours of reported low blood glucose event the customer was treated for the low blood food. The customer also reported that the insulin pump had low battery alarm. The insulin pump was not returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. (B)(4).